Manufacturer narrative:
Complained product received - results pending ¿ investigation not ready.

Event description:
There's a bunch of lose cord- tampon [device physical property issue]. Case narrative: consumer reported via phone that there is a bunch of loose cord. No injury reported.

Event description:
There's a bunch of lose cord- tampon [device physical property issue] case narrative: consumer reported via phone that there is a bunch of loose cord. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.